Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Primary and revision surgery notes were provided. The primary surgery notes state the components were cemented in place, "but before it (bone cement) completely hardened we put the articular surface into position temporary and brought the knee to full extension and awaited the last few minutes for the cement to harden." It is unclear if they used the final implant or the provisional articular surface as the 'temporary' insert. The pre-operative notes from the revising surgeon state that a review of the x-rays, indicate an acutely loose tibial tray with significant debonding. The revision notes state that the tibial component was removed with very little bone loss; however, the condition of the tibial plate was not noted in the surgical notes. The device history records for the components were reviewed and no anomalies found. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 3007963827-2014-00049.